Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call displayable history crc check failure, unexpected restart alarm, external ram crc error alarm and low battery alarm. Customer advised when they replace the battery on the device they receive the unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarm in alarm history file due to a corrupted history file. However, the insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test, a17 or a21 alarm noted during testing. The insulin pump passed a21 error test and self test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.